Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homecare machine during drain 4 of his automated peritoneal dialysis therapy. Per initial report, the home patient had disconnected from the homechoice machine without pressing stop. The homechoice machine alarmed and the home patient connected after the alarm sounded. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance department will attempt to review proper procedures with the home patient.